Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (death). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (stent thrombosis). (B)(4).

Event description:
During the index procedure, the patient had a resolute integrity drug-eluting stent implanted in the rca. The patient died approximately 3 weeks post index procedure. The cause of death was not provided. The investigator assessed that the event was not related to the study device.

Event description:
Patient death was assessed as a cardiac death. It is reported that the patient suffered stent thrombosis on the day of death.